Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, an unintended activation condition was found. Based on the investigation details, a faulty rocker switch was shorting out due to excessive dust in the end cap of the device. The service repair team replaced the output drive assembly and rocker switch in the device.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device had unintended activation when first plugged in. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.